Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels. The customer had an upset stomach, a headache and was vomiting. The customer stated that she somehow suspended the insulin pump, and she didn't know how to unsuspend it. The customer declined to troubleshoot. Nothing further was reported.